Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient went to emergency room due to infusion set kinked cannula. Patient's blood glucose at the time of issue was 428 mg/dl. Patient took correction bolus via pump to address high bg. Patient was treated via intravenous fluids of saline and insulin. Infusion set was in use for 3 days. Patient stayed in emergency room for 3-4 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.